Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. However, previous investigations found multiple complaints have been received for stripped drivers, fractured hex drivers, and for the hex drivers cold welding to the screws. Originally, data was reviewed under the root cause investigation dra-(B)(4). It was determined as a result of the investigation to conduct a preliminary risk assessment. Pra (B)(4) was conducted in (B)(4) 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. Thus, no action was to be taken regarding cold-welding or stripping failures on codes (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Worn thread on screw driver, unable to use. No delay or adverse event reported; satisfactory outcome.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.